Event description:
It was reported that the patient was not getting adequate pain relief and was having difficulty charging the implantable pulse generator (ipg). The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 18462205.